Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons (treating clinicians): the deviation of the spine screws placed with the aid of navigation was detected by the surgeons with an intra-operative 3d scan before finalizing the surgery, and these placements were addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the initial 4 screw placements in vertebrae l3 and l4 having deviated by ca. 4-5mm from their intended positions, is: a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scan with automatic image registration of the current patient anatomy to the navigation. Test scans performed by a brainlab and a c-arm manufacturer's representative after the procedure revealed a deviation of the anatomy registration to navigation matching the observed placements deviation, indicating that the scanner became de-calibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration result in the navigation. Apparently, the resulting deviation of the anatomy location displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the scan registration and throughout the procedure, before and during preparing and performing the screw placements in the spine. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. After the event, the de-calibrated non-brainlab c-arm was already re-calibrated by a c-arm manufacturer's representative, and its new properties calibrated to the navigation by brainlab.

Event description:
A minimally invasive surgery on the lumbar spine for fusion of vertebrae l3 and l4, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l2. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated pedicle access needle to open the cortical bone and to create the pilot holes bilateral in vertebrae l3 and l4. Placed k-wires (not navigated) into the vertebrae following the pilot holes. Calibrated a non-brainlab screwdriver to the navigation for instrument position display. Placed the spine screws with the navigated non-brainlab screwdriver, following the 4 k-wires and into the pilot holes. Acquired a verification intra-operative c-arm scan, and determined that the 4 screws placed deviated caudal from their intended position by ca. 4-5mm. Decided to remove the screws and to re-place them with conventional methods under fluoroscopic guidance to their correct position. Completed the surgery successfully as intended and closed the patient. According to the surgeons (treating clinicians): the deviation of the spine screws placed with the aid of navigation was detected by the surgeons with an intra-operative 3d scan before finalizing the surgery, and these placements were addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 45min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.